Event description:
In was reported that the cassette was not attached. There was no patient involvement and the event happened during bench test. No patient injury reported.

Manufacturer narrative:
The device was returned to smiths medical. The pump came in for device alarming " cassette not attached properly." The device was received intact. The dso seal had a bubble. (B)(6) 2021: 5:13:09 am high alarm displayed: cassette not attached properly. (B)(6) 2021 5:13:12 am high alarm displayed: cassette not attached properly performed functional tests. Could not repeat customer stated problem, pump passed all functional tests. No faults found with the pump during testing. Unable to determine the root cause. The dso was replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.